Event description:
The report received from the affiliate indicated the target lesion for the procedure was the proximal/mid left anterior descending (lad) coronary artery. The lesion was reported to be: an in-stent restenosis (isr) of a previously implanted cypher stent, slightly calcified, slightly tortuous, and a 90% stenosis. There was no information in regards to the restenosed previously implanted cypher stent. The lesion was pre-dilated with a kongou balloon. An unknown taxus stent was implanted in the target lesion. While delivering the cypher 3.0 x 13 mm stent to the target lesion the physician encountered resistance/friction. The stent delivery system (sds) was removed and the physician noted that the distal stent struts were uplifted. Another cypher stent was implanted successfully in overlapping fashion with the previously implanted taxus stent. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report #9616099-2007-02376, and #9616099-2007-02377.